Event description:
Sales rep reported on behalf of the customer the following: "on (B)(6) 2012 dr operated a patient with a mid shaft humerus fracture. He placed a t2 humerus nail diameter 7mm. After reduction and placing the nail, he wanted to give compression. He removed the targeting device and nail holding screw. Then he tried to place the compression screw (item 1830-0001s). However, he could not get the screws far enough into the nail. According to the surgeon, the screw got stuck at the level of the end cap, very proximal in the nail. After a few attempts, he gave up and did not use the internal compression option. He kept the compression screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.